Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes and their mother contacted the distributor call center to report that a cleo 90 infusion set placed the day prior was associated with an increase in blood glucose to approximately 220 mg/dl. The patient removed the infusion set and observed a bent cannula. A new infusion set was placed, which resolved the elevated blood glucose. The patient reported moderate ketones during the event, which improved a few hours later along with blood glucose levels. The event occurred during infusion and there was no patient injury. The issue was resolved.